Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive thw master tool manipulator (mtm) to perform failure analysis. In lighthouse, the following error codes are observed: 32097 (system_err_local_frl_maxis_fault), 32126 (system_err_local_whl_hw_fault), 25730 (error_uce_armnet_maxm_late), 25732 (error_uce_armnet_maxm_seq1), 32125 (system_err_local_frl_com_wdog_fault), confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system and driven with in-house instruments. Initially, 319 error was observed. But after reinstalling on the system three more times, no issues were observed and the unit passed system test. After installing on sftp and running fitness, the unit failed gravity balance test post sine cycle - sh (max_imbalance) and (el (max_imbalance). Calibration sequence was ran and the unit failed for counterbalance cal- sh (gravity_dir_err, cb_len_err, max_cb_torque_residual, sb_enc_delta_x_offset) and el (max_cb_torque_residual). The mentioned tests passed after running calibrations, along with capstan tensioning. 1hr variable speed sine cycle and line screening test were performed and passed. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the master tool manipulator to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that there were repeated errors on the second console, and the site had to restart the system to continue. It was noted that even when the second console was not in use, the system continued to fault, and the errors were identified as being related specifically to the second console. Technical support advised powering the system down and turning off the main breaker on the second console while the procedure continued. The customer reported event has no report of patient injury.